Manufacturer narrative:
(B)(4). Date sent: 8/17/2021. H6: component code =g04. Investigation summary . The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembled the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? None known. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? None documented.

Event description:
It was reported that during a gastric bypass procedure the device would not staple. This delayed the procedure by ten minutes and there is no additional information.